Manufacturer narrative:
Product event summary: at analysis the customer comment of errors present was confirmed and it was attributed to the main printed circuit board being out of specification in an electrical manner. It was additionally noted that the output connector assembly was broken and one case screw was contaminated. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had errors. The generator was returned for service. There was no patient involvement. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer¿s analysis.